Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.

Event description:
Customer initially reports the battery charger device was not plugged in so rn plugged in to wall, then the unit experienced a large flash and a buzzing sound from the charging unit. Date: (B)(6) 2014 clinical supervisor reports that event occurred in the equipment room and no harm to personnel.